Event description:
This 36 year old male with a history of hip fractures, avascular necrosis, hip replacements and degenerative arthritis began having increasing hip pain recently. He was seen by a dr and noted to have a right subluxating hip. He was taken to surgery on 5-30-98 for revision of his right hip hardware. The surgeon noted that the acetabular plastic had disassociated from the metal cup, with pieces of the plastic being fractured. The broken device was removed successfully and replaced with new hardware.